Manufacturer narrative:
Additional information: h4: the device was manufactured on an unknown date between december 2024 and january 2025. H11: all four devices were received for evaluation. The devices underwent visual inspection under normal room and led light light conditions which showed: sample 1- tiny dark spot 0.02mm embedded in the outside of the tubing, not in the fluid pathway, and a tiny dark particle 0.02mm loose in the sealed packaging, not in the fluid pathway. Sample 2-light brown particle 0.20mm on outside of tubing, not in the fluid pathway sample 3-tiny dark spot 0.03mm embedded in the clear outer plastic packaging material sample 4-tiny dark spot particulate 0.04mm embedded on the clear plastic tube of the spike vent, not in fluid pathway. While the reported particulate matter (pm) was verified; however, the pm is either embedded or not in the fluid pathway. The reported condition was verified; however, the condition would not cause or contribute to serious injury if it were to reoccur. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (04) vented high-volume inlets had black and white particles in the outer packaging, in the inlet or on the terminals. This was discovered prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.